Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve went into the sheath as it was pushed in. The sheath was replaced and the issue resolved. Additional information was received on the event. The hemostatic valve was pushed into the end of the sheath. The hemostasis valve (gasket) did not break into two or more separate pieces. It looks like it became dislodged and pushed into the end. The hemostatic valve/brim cap/hub did become detached from the sheath and pushed in. The sheath was not being used on the patient. This issue occurred prior to the case when flushing and inserting the dilator. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve went into the sheath as it was pushed in. The sheath was replaced and the issue resolved. Additional information was received on the event. The hemostasis valve (gasket) did not break into two or more separate pieces. It looks like it became dislodged and pushed into the end. The hemostatic valve/brim cap/hub did become detached from the sheath and pushed in. The sheath was not being used on the patient. This issue occurred prior to the case when flushing and inserting the dilator. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The investigation was completed on (B)(6)2022. An analysis was performed on the picture that was provided by the customer. According to the pictures provided by the customer, the hemostatic valve was dislodged. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guide wire was inserted through the sheath and the valve was not found inside the sheath. However, due to the photo evidence provided by the client the valve was found dislodged inside the hub of the device. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. As part of quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. A device history record was performed for the finished device batch number, and no internal actions were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found missing. The hemostatic valve could have been detached due to the dilator wrongly introduced; however, this could not be conclusively determined. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)I